Manufacturer narrative:
The device remains implanted and was not returned for analysis; therefore, a technical analysis could not be performed. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. The investigation concluded that perforation, peritonitis and death are known potential complications of the metal stent placement procedure and are noted within the directions for use (dfu). Therefore, the most probable root cause classification of this investigation is anticipated procedural complication.

Event description:
Note: this report pertains to one of two events that occurred during the same procedure. Refer to manufacturer report # 3005099803-2015-01937 and 3005099803-2015-01935 for the associated device information. It was reported to boston scientific corporation that two wallflex colonic stents were used during a colonic stenting procedure performed on (B)(6) 2015. The location of the stenosis was not tortuous; however, the oral side of the stent was placed at a bending portion of the patient's gi tract. A stent was to be implanted as palliative care to treat a 3 cm bowel obstruction caused by malignancy of the large bowel. The patient had stage 4 cancer and was not undergoing any chemotherapy or radiotherapy treatments. During the procedure, a 9cm wallflex colonic stent (the subject of MFR report#3005099803-2015-01937) was placed over a guidewire in the stenosed lesion that was located near the hepatic flexure. This stent was unintentionally deployed at the proximal side of the stenosis due to deformation of the intestinal tract during release. The placement of the stent was obstructing the intestinal tract of the anal side. The physician decided to implant a 6 cm wallflex colonic stent (the subject of MFR report#3005099803-2015-01935) over the proximal side of the initial stent while a guidewire was still placed in the lesion. The wallflex colonic stent delivery system passed through the inside the first deployed stent without any issues and the physician began deployment. During deployment, the physician decided to adjust the position of the stent to release the second stent more proximally. The physician reconstrained the stent and attempted to reinsert the delivery system through the first stent but had difficulty passing it through because the delivery system came into contact with the lower part of the first stent. The physician manipulated the scope position and noted that the intestinal canal near the proximal end of the first stent had been perforated while attempting to deploy the second wallflex colonic stent. The second wallflex colonic stent was removed from the patient fully constrained. The physician believes that the perforation was most likely caused due to the stress of the first stent and the manipulation of the scope that had been stretching the first stent. The patient's family decided that they did not want the patient to receive any further intervention due to the patient's age. Therefore, the physician stopped the procedure and the patient was injected with pain relief medication. The patient developed perforative peritonitis post procedure that had worsened on (B)(6) 2015. On (B)(6) 2015, the patient expired. In the physician's assessment, the cause of death was perforative peritonitis. The physician stated that the peritonitis was caused by perforation that occurred during the colonic stent placement procedure.

Manufacturer narrative:
Device component (B)(6) relates to device problem code (B)(6) for the reported event of stent deployed prematurely. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two events that occurred during the same procedure. Refer to manufacturer report # 3005099803-2015-01937 and 3005099803-2015-01935 for the associated device information. It was reported to boston scientific corporation that two wallflex¿ colonic stents were used during a colonic stenting procedure performed on (B)(6) 2015. The location of the stenosis was not tortuous; however, the oral side of the stent was placed at a bending portion of the patient¿s gi tract. A stent was to be implanted as palliative care to treat a 3 cm bowel obstruction caused by malignancy of the large bowel. The patient had stage 4 cancer and was not undergoing any chemotherapy or radiotherapy treatments. During the procedure, a 9cm wallflex colonic stent (the subject of MFR report#3005099803-2015-01937) was placed over a guidewire in the stenosed lesion that was located near the hepatic flexure. This stent was unintentionally deployed at the proximal side of the stenosis due to deformation of the intestinal tract during release. The placement of the stent was obstructing the intestinal tract of the anal side. The physician decided to implant a 6 cm wallflex¿ colonic stent (the subject of MFR report#3005099803-2015-01935) over the proximal side of the initial stent while a guidewire was still placed in the lesion. The wallflex¿ colonic stent delivery system passed through the inside the first deployed stent without any issues and the physician began deployment. During deployment, the physician decided to adjust the position of the stent to release the second stent more proximally. The physician reconstrained the stent and attempted to reinsert the delivery system through the first stent but had difficulty passing it through because the delivery system came into contact with the lower part of the first stent. The physician manipulated the scope position and noted that the intestinal canal near the proximal end of the first stent had been perforated while attempting to deploy the second wallflex¿ colonic stent. The second wallflex colonic stent was removed from the patient fully constrained. The physician believes that the perforation was most likely caused due to the stress of the first stent and the manipulation of the scope that had been stretching the first stent. The patient¿s family decided that they did not want the patient to receive any further intervention due to the patient¿s age. Therefore, the physician stopped the procedure and the patient was injected with pain relief medication. The patient developed perforative peritonitis post procedure that had worsened on (B)(6) was perforative peritonitis. The physician stated that the peritonitis was caused by perforation that occurred during the colonic stent placement procedure.